Manufacturer narrative:
The unit has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the device is returned, a follow up report will be submitted.

Event description:
It was reported that the spo2 plummets intermittently with clean pleth and good siq (3 stars). The neonate's color was pink and the neonate was not moving. This sudden decrease in spo2 is followed by a rapid return in value (the averaging time is set to 16s). The staff questions these unexplained drops in spo2. The device used was a ge solar 8000i ge tram 451 m with masimo set. The sensor used was a lncs neo sensor-detector and emitter opposite of each other and on the patient's foot. No patient incident reported.